Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported the following information in a voluntary medwatch: during a percutaneous tracheostomy, a cook ciaglia blue rhino percutaneous size 8 tracheostomy tube was inserted into the patient's trachea. The ventilator was connected to the tracheostomy tube. However there was difficulty ventilating the patient. It was noted that the balloon was not staying inflated. Therefore the bronchoscope was reinserted. The guidewire unit was reinserted through the tracheostomy tube. The tracheostomy tube was removed and a new tracheostomy tube (shiley size 8 cuffed tracheostomy tube) was inserted. The balloon was insufflated and it remained insufflated. The ventilator was connected at that time and patient was successfully ventilated.